Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. Bent pins were found inside the video connector causing no image on the test scope. This report is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the pins of a visera elite video system center were bent again. The occurence was noted during preparation for use. As reported, there was no patient involvement or impact to patient care due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely excessive stresses were applied by the user to the video connector terminals when inserting the scope, causing the terminals to buckle. Additionally, since seven years have passed since the product was manufactured, it is also possible the pins worn out due to long-term insertion/removal of the scope. The instructions for use have the following statement which can prevent the event: "do not apply force to the connector. The connector may be damaged."